Event description:
On november 26, an amazon customer commented that the product was false negative: consumer said that when the user tested at home, there were 2 false negative results aside from that the user was definitely positive for covid-19. He/she went to the hospital to get tested properly after a negative at home test and then he/she got another negative result after returning from the doctors. Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information and such as product information (lot #, expiration date, etc.) Following by reporter's consent.